Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation has been addressed in philips reference: (B)(4). This complaint will be closed as duplicate. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.